Manufacturer narrative:
(B)(6). The device was received for evaluation filled with solution. Visual inspection showed a longitudinal fissure approximately 0.5 cm on the blue air vent. Gravity and leak pressure testing were performed and the device was found to be leaking from the air vent. The reported issue was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the air vent during filling. There was no patient involvement. No additional information is available.